Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Red status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 6th june 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and the device successfully passed an auto self-test. The device was then manually power cycled on two occasions within the next 5 minutes, both of which record successful self-tests. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test, however, the status led continued to flash red with an audible chirp, this would confirm the reported fault. The device was then manually power cycled, passing a self-test. The status led flashed red with an audible chirp throughout. No warnings were given at shutdown and the status led continued to flash red with an audible chirp. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a transistor failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.